Manufacturer narrative:
Product eval: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Root cause: no serial number or sample was provided by the customer. No root cause can be determined at this time. Action taken: no further action is warranted at this time. Complaint trends will be continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. Additional info was requested on 12/13/2010 and 12/17/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A consumer reported having blurry vision following intraocular lens (iol) implant surgery which was performed to improve her distance vision. She stated that she has not seen a doctor since 2004 and did not go to her follow-up appointment. Additional info has been requested.